Event description:
Report received from (B)(6) stated: "during the same procedure two different cutters from the same lot did not cut correctly. There was aspiration and the cutter was working however the cut was not useful. The surgeon completed the procedure without any unwanted outcome to the pt. No sample available for eval.

Manufacturer narrative:
The device was disposed by the facility therefore no eval can be performed. Two of two.